Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a loose aberrometer on the microscope. No patient involvement.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative tightened all screws on the aberrometer dovetail to resolve the customer reported event. The system was tested and found to meet product specifications. The dovetail secures the aberrometer onto the microscope, and enables the customer to remove and replace the aberrometer onto the microscope. The root cause of the reported event is likely due the customer use and handling. However, with the information provided, this is unable to be determined conclusively. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).